Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a promus element,mr,ous 2.25x32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Damage was noted to the first, second, third and fourth most proximal stent strut rows; struts were pulled in a proximal direction. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to (B)(6) pressure. A visual and tactile examination of the hypotube found multiple kinks along the length of the catheter. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex artery. A 2.25x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was competed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.